Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that stent damage occurred. Vaswcular access was obtained via the femoral artery. The 100% stenosed, target lesion was located in a severely tortuous and severely calcified common iliac artery (cia). A non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed and a 7.0x30x75cm express ld vascular stent was advanced but failed to cross the lesion after external iliac artery puncture on the left side. The guidewire was changed to 0.035 bilaterally and an attempt to bring the express ld into the lesion was made again, however, the device could not be brought into the lesion on the left side. The device was removed again and balloon inflation was performed for the second time only on the left side. The the stent was brought in again, however, it was unable to cross through due to tortuousity and calcification immediately after the puncture. At this point, the express ld was pushed in forcefully, however, the event persisted. It was then noted by fluoroscopy that the tip got kinked, and the device was removed. A new 8mm x 30mm of the same device was advanced and implanted in the lesion, kissing was implanted bilaterally in the cia, and the procedure was completed. There were no patient complications nor injuires reported. However, it was further reported that the kinked was on the tip of the device and the epic 7mmx30mm is an entry error.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, target lesion was located in a severely tortuous and severely calcified common iliac artery (cia). A non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed and a 7.0x30x75cm express ld vascular stent was advanced but failed to cross the lesion after external iliac artery puncture on the left side. The guidewire was changed to 0.035 bilaterally and an attempt to bring the express ld into the lesion was made again, however, the device could not be brought into the lesion on the left side. The device was removed again and balloon inflation was performed for the second time only on the left side. The stent was brought in again, however, it was unable to cross through due to tortuousity and calcification immediately after the puncture. At this point, the express ld was pushed in forcefully, however, the event persisted. It was then noted by fluoroscopy that the tip got kinked, and the device was removed. A new 8mm x 30mm of the same device was advanced and implanted in the lesion, kissing was implanted bilaterally in the cia, and the procedure was completed. There were no patient complications nor injuries reported.